Event description:
A pt reported pts' back to back ss meter blood glucose results (using separate finger sticks) were 421mg/dl, 397mg/dl, 469mg/dl, 457mg/dl and 361mg/dl. No symptoms were reported. On follow-up, pt confirmed the above info and reportedly was taking the same strip out and reinserting it for some of the test results. Pt has reportedly never done control tests on any new test strip vials. Lfs rep reviewed quality control procedures and back to back testing with pt. No allegations of harm have been made.